Event description:
During scheduled six month endoscopic removal procedure, md noted balloons were not present in stomach. Md ordered an abdominal CT scan, which confirmed no device present in the gi tract. Md concluded unit spontaneously passed during a bowel movement without issue. Patient was asymptomatic and did not notice the device in any bowel movements.